Manufacturer narrative:
The pump was returned for investigation. No visual damage was observed on the returned product. The pump was then successfully primed and kept for 10 minutes, during which steady purge pressure and flow within specifications were observed. The data log shows the 82 hour gradual rise in purge flow followed by the purge pressure low alarm on (B)(6) 2025. As per the given clinical, purge cassette change did not resolve the low purge pressure alarm. And there was no indication of the product damage or the purge leak during reported issue of low purge pressure. Later, purge parameters were seen returned to normal range without any troubleshoot. The cause of the low purge pressure was not determined without returned product investigation. No defect was found on the returned product. The cause of the purge pressure low issue was not determined due to insufficient clinical information provided. The pump passed all post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that roughly nine days following impella cp implant, a low purge pressure alarm appeared unexpectedly. No leaks were visible in the assembly at the time of the alarm. Both the automated impella controller and purge cassette were swapped to troubleshoot the alarm, but the issue persisted. When additional onsite measures failed to resolve the issue, the decision was made to monitor situation. The following day, both the purge flow rate and pressure stabilized without further action being required. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.